Event description:
During troubleshooting for an unrelated alarm during fill one of five on a homechoice (hc) machine, the home patient (hp) reported that there was air in the patient line. There was nothing found during troubleshooting that would cause or contribute to the air in the line. The technical service representative (tsr) assisted the hp in ending therapy and advised the hp to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.